Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue of the device not powering on, despite the ac and battery indicator leds being illuminated, could not be duplicated. The device underwent functional testing and stress testing on both battery and ac power and passed with no discrepancies noted. The unit also completed a defib cycle and temperature stress testing with no faults observed. Review of the device logs showed no faults related to the reported issue. No set clock errors, battery faults, or battery-related anomalies. No batteries were returned for evaluation. Recommend device recertification. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.